Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery when passing the suture in a cuff repair, the very tip of the quattro suture passer needle broke off. The tip could not be found. Another suture passer needle had to be opened in order to complete the case. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported during surgery when passing the suture in a cuff repair, the very tip of the quattro suture passer needle broke off. The tip could not be found. Another suture passer needle had to be opened in order to complete the case. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g3; h2; h3; h6. D10: part# cm-0322 brdband 2pk:bk/bl+bk lot# 22022314. Part# cm-9145sp quattro link anchor 4.5mm sp lot# 65582930. Part# cm-9145sp quattro link anchor 4.5mm sp lot# 65289202. Part# cm-6127 biowick surelock anchor 2.7mm lot# 65289202. Part# cm-6101 drill biowick surelock 2.7mm lot# 79280-1. Part# cm-9500 lock-stitch procedure kit lot# 65223487. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.